Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain 3 of 5. The hp had disconnected and did not press stop. The tsr had the hp cycle power and end therapy. The tsr reviewed proper procedures per the user manual with the hp and advised to notify the nurse. The hp confirmed that he would finish his therapy with manual supplies and discard the sample. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 3/5 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp had disconnected and did not press stop. The batch review was not performed because the lot number is unknown. A labeling review was performed. This review finds the labeling adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
This is a spontaneous nurse report from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the nurse reported that on (B)(6) 2010, the patient developed peritonitis and was hospitalized that same day. Treatment provided was unknown. It was not reported whether dianeal therapy was ongoing at the time of the event. In (B)(6) 2010, the patient was discharged from the hospital. The patient was recovering from the event. Per the nurse the event of peritonitis was not related to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.